Event description:
Coronary angiogram done approximately two weeks ago. Right femoral artery was closed with a mynx closure device. Patient came to ER three days later with numbness and pain in right lower extremity. Right foot cool with diminished pulses. Taken to cath lab; lower extremity angiogram revealed an occlusion at the ostium of the right anterior tibial artery. Thrombectomy performed, grainy semi solid white substance removed. Balloon angioplasty done to improve flow. Patient went to ICU on a thrombolytic agent.